Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-00105, 2134265-2013-00110. It was reported that during percutaneous coronary intervention (pci) procedure, the automatic pull back did not start. The target lesion being treated was 75% stenosed with moderate tortuosity of the vessel. During pre intravascular ultrasound (ivus), the pullback of atlantis sr pro² catheter did not start up. The catheter was reconnected to motor drive unit of galaxy 2 system, but the pullback was unsuccessful. The ivus was not performed and the procedure was completed with a different device. No patient complications were reported and the patient status is good.